Event description:
The coil spring disassociated from the trial cup. The trial would not seat properly on the handle. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Eval results indicate that the event is attributed to damage of the coil spring groove. The damage observed is an indication that the coil spring was pryed from the trial and subsequently lost or damaged.